Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacture report number 9617229-2023-10994. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade iii/IV.

Event description:
Patient reported "rupture". Healthcare professional confirmed the event. Later healthcare professional reported "mammary ptosis with grader 3/4 right capsular contracture". This record is for the right side. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe as it is not related to the device. ¿ rupture: not observed. As per the investigation procedures, creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported "rupture". Healthcare professional confirmed the event. Later healthcare professional reported "mammary ptosis with grader 3/4 right capsular contracture". This record is for the right side. Device has been explanted and replaced.